Event description:
During the shift operational checks on the defibrillator, the defibrillator failed its power on self test [post] and presented an "error code 76". Defib was removed from service and sent to biomedical engineering. Biomedical engineering confirmed the error code 76 and contacted the manufacturer for troubleshooting. Manufacturer stated the reason for the failure related to a pf engine board and advised us to send in unit for service. This is a re-occurring issue on this model defibrillator as we have sent in other defibrillators of this same model with same failure error code. ====================== manufacturer response for defibrillator monitor, r-series (per site reporter). ====================== manufacturer stated unit is warranty repair and instructed to return device for repair.